Manufacturer narrative:
Continuation of medical devices: 3830 lead implanted (B)(6) 2011, rv02 lead implanted (B)(6) 1997 product event summary : the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a performance issue; the battery longevity was less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event. The left ventricular lead was returned to the manufacturer after being explanted during the device procedure, and subsequently tested out of specification.